Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he used a whole bottle of insulin and had high blood glucose levels. The insulin looked like gel and when he turned the reservoir over, the insulin did not flow. The customer went through a whole box of quicksets and about 5 to 6 reservoirs. The insulin pump alarmed no delivery when he attempted to bolus. He changed the site again and was able to push insulin through the tubing. Customer's blood glucose level was over 400 mg/dl. The device was not returned.